Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to tighten the set screw of the pacemaker. The pacemaker was removed and replaced. The patient was discharged after the procedure.

Manufacturer narrative:
The reported event of unable to tighten the set screw of the pacemaker was confirmed. Final analysis found the atrial setscrew had been screwed out of the connector block socket. The cause of the reported event was due to the setscrew being turned out of the connector block socket by the user of the torque wrench at implant applying too many turns in the reverse direction.